Manufacturer narrative:
Follow-up # 1- date of submission (B)(4) 2011 - device evaluation: the insulin infusion pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pa test results found that the pump was operating within required specifications and delivery accuracy. The pump history indicated that the patient began use of the pump on (B)(4) 2011. No alarms outside the range of normal patient use were observed in the history. The last bolus activity was 0.0 units or 0.0 units delivered on (B)(4) 2011 at 1:26pm. A bolus of 10.0 units was programmed and delivered about 2 ½ hours earlier at 10:02am. The total daily dose history showed that basal and bolus delivery for (B)(4) 2011 was 37.25 units (range was between 28.40 units and 50.21 units from (B)(4) 2011 until end of use). The pump continued to deliver basal insulin until (B)(4) 2011. The history indicated that the total daily basal deliveries were accurate. The pump was tested for 29 hours and was found to be delivering within the required specifications. During the 24-hour exercise period, the pump functioned as expected with no occurrence of alarms or other indications of malfunction. The allegation that the pump malfunctioned could not be verified or duplicated.

Event description:
It was reported that the patient died on (B)(6) 2011. A family member said that the death certificate listed diabetic ketoacidosis, septic shock, and severe metabolic acidosis as the causes of her death. The family member reported the following sequence of events prior to the patient's death. The patient was sick on the evening of (B)(6) 2011 and experienced emesis. She went to bed and woke up on (B)(6) 2011; she continued to exhibit signs of sickness and was not fully responsive. The family member injected 4 units of insulin for the blood glucose (bg) elevation he discovered. The patient allegedly did not respond to the injection and the family member called 911. The patient was transported to the hospital, her bg was 1100mg/dl or 1125mg/dl on admission, and she died in the emergency room. The family member alleged that the pump contributed to the patient's death. The family member contacted customer support to review the pump on (B)(6) 2011. He stated that he discovered that the patient began use of an insulin pump on the day of her death; she did not share that information with any family members. According to the patient's file, she first contacted animas on (B)(6) 2011, the pump was shipped to her on (B)(6) 2011, and she began insulin pump therapy on (B)(6) 2011. The family member reported that the physician in the hospital stated that the pump was not delivering insulin on (B)(6) 2011 or (B)(6) 2011. He said that he was not aware of any discussion about the cannula or tubing being bent or kinked. He reviewed the bolus and total daily dose history; he confirmed that the delivery amounts appeared to be correct (46.28 units on (B)(6) 2011 and 37.25 units (B)(6) 2011). There were no associated alarms in the history. An infusion set change appeared to have been successfully completed on (B)(6) 2011 according to the prime history (17.8 units primed and 0.5 units filed cannula). Attempts to reach the health care providers have been unsuccessful. The complaint is being reported due to the following conclusion: a family member has made an allegation that the pump contributed to the patient's death. At this time, the pump has not been returned for investigation and the health care providers have not provided evidence to the contrary.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The initial reporter was (B)(6) of the same address. (B)(6).